Manufacturer narrative:
The pump was returned to animas and evaluated. The battery compartment was found to have a crack. The battery cap was able to be fully tightened. No power related defects were observed due to crack. The pump was tested on a 29-hour flow test and found to be delivering accurately. The pump tdd basal deliveries were reviewed for the last 30 days pump was in use. The daily insulin delivery totals correctly reflect the programmed basal rate from (B)(6) 2011 when the pump was last used. No alarms of pump conditions indicating a malfunction were recorded in pump or alarm history. The pumps' basal and bolus deliveries added up correctly with daily totals. Two loss of prime events were verified in the pump history download due to an unidentified low cartridge force. The force sensor was tested and found to be detecting the correct force. The pump's download history verified the loss of prime events were confirmed within one hour. A loss of prime warning was noted on (B)(6) 2011 at 5:23 pm. Then 8.72 units was primed on (B)(6) 2011 at 5:58 pm. Another loss of prime warning was noted on (B)(6) 2011 at 5:35 am. Then 7.82 units was reportedly primed on (B)(6) 2011 at 6:34 am.

Event description:
On (B)(6) 2011, the reporter conducted animas on behalf of her husband (the patient) alleging that the pt overdosed on insulin. The reporter admitted that prior to the event, the pt noted that the cartridge cap was loose and he reportedly tightened the cap without disconnecting from the pump. She was unsure as to what date/time the cartridge cap was tightened. On the night of the event, the reporter woke up and noticed that the pt was diaphoretic. The reporter treated the pt with 2 cookies but did not check his blood glucose (bg). About 45 minutes later, the pt allegedly became unresponsive. At that point, the reporter called paramedics. The paramedics treated the pt with IV glucose which brought the pt's bg up to "187 mg/dl." Then minutes later, the reporter claimed that the pt's bg dropped back down to "120 mg/dl." The reporter denied that the pt was taken to an emergency room (ER). The reporter was unsure if the pt's basal rates were changed. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt lost consciousness after overdosing on insulin while using the pump. The pt, however, tightened a cartridge cap while attached to the pump during the time of concern.